Event description:
It was reported that the blade blocked on the impactor. The sales consultant was in the operating theatre and the normal procedure was being followed with both blades when this occurred. No further information was provided. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Actual event date not known. Device is not distributed in the united states, but is similar to device marketed in the USA. The devices were returned for inspection and the event was confirmed. A function test with the two blades was performed and they were found fully functional as required. A functional test with the instrument was not possible as there are heavy damages all over the device, obviously caused by excessive use. The fracture face of the broken impactor is homogenous which indicates material conformity. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances and as no detailed clinical information is available we are not able to determine the exact cause of this occurrence. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. The devices were also analyzed for conformance to print specifications and no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lots in question. No product fault could be detected. Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective. However, as no detailed clinical information is available we are not able to determine the exact cause of this occurrence.